Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at surgical sight. Swelling between incisions and fever were also reported. It was unknown if medical intervention was provided by the symptoms.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing pain at surgical sight. Swelling between incisions and fever were also reported. It was unknown if medical intervention was provided by the symptoms.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8416-70, serial #: (B)(4), description: 2×8 MRI paddle lead, lim, 70 cm.

Event description:
A report was received that the patient was experiencing pain at surgical sight. Swelling between incisions and fever were also reported. It was unknown if medical intervention was provided by the symptoms.